Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has no power. Associated malfunctions for this device: sieve bed saturated, 4 way valve contaminated, pilot valve sticking.